Event description:
It was reported that during follow-up, it was noted that several ventricular tachycardia/ventricular fibrillation episodes had occurred. The physician believes that the episodes were caused by atrial fibrillation. The device was reprogrammed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Component code should have been added; (B)(4).

Event description:
New information received noted that inappropriate hv therapy was delivered for atrial fibrillation with high ventricular frequency. It was noted that the estimated battery longevity was at eri. Programming changes were recommended.